Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Painful- vagina [vulvovaginal pain] hard to put in and painful- tampon [complication of device insertion] sometimes the thing unravels- tampon [device breakage] case narrative: consumer reported via rr that the tampon unravels. No serious injury was reported.